Event description:
Event: (cc# 98-01125) the doctor was unable to advance the iab to the proper position using the 6 inch sheath. [Event complications]: none from the event - reported 9/2/98. [Patient's current status]: unk - rpt'd 9/2/98.